Event description:
On (B)(6) 2011, the patient reported e8 (power interrupt) was displayed on the infusion device. She stated, the buttons were unresponsive and she was unable to clear the error. She stated that at dinner a2 (battery low) was displayed and she attempted to clear the alert but the buttons were unresponsive. She was unable to place the infusion device in the stop mode and she removed the battery. She inserted a new battery and e8 was displayed. She stated, the buttons did not appear to be damaged. There had been no button issues prior to the a2. She stated earlier, she wore her infusion device in the shower but taped a bag over it and it did not get wet. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.